Event description:
Anesthetized pt for MRI lumbar. Very large pt in MRI scanner. Pads placed but did not cover entire arm resulting in rf blister as result of burn on pt. Pt reported the day after examination. Radiologist is notified and examine pt. He contacted the pcp and recommended pt purchase over the counter burn cream. He also contacted the pcp and discussed pt care to include recommending the pt proceed to ER or urgent care if conditions worsened.